Event description:
The hcp reported that the pt developed fever, redness and swelling. The date of onset of symptoms was event date. A culture of the device pocket was obtained and gram negative rods were cultured. The pt was treated with oral and IV antibiotics and the total device system was explanted 5 days later. The pt has the following risk factors: diabetes, debilitated status and urinary tract infections. The hcp reports that the pt did not experience withdrawal symptoms. The infection resolved.